Manufacturer narrative:
Exact date unknown, event occurred over the last couple of years from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18989368/19099939. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18389523/18855081.

Event description:
It was reported that the patient was experiencing ineffective therapy despite multiple reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and were discarded.